Event description:
Baxter received a report stating that totalcare bariatric capital head section could not be raised. The bed was located at the account and the process step at which the issue occurred was not specified. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the total care head section. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a total care head section not going up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.